Manufacturer narrative:
Cmr surgical limited is submitting this report to comply with FDA regulation 803. The instrument bedside unit has been used in a further twelve procedures since replacement of the endoscopic roll joint. With no further issues.

Event description:
Reporter alleged that during surgical setup for an unknown procedure on (B)(6) 2026 the instrument bedside unit (ibsu) went into a medium priority alarm. Power cycling was attempted but the ibsu could not pass post. The planned procedure was converted to a manual laparoscopic procedure. No harm was reported in relation to this event. At the time of this report, nofurther information has been provided. Cmr surgicalltd does not consider this report and content to be an admission that its product is defective or that ithas caused a death or serious injury.